Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the drawer and connections and found no issues. The module controller was replaced, and all relevant tests passed in the hardware test application. The customer is now able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 5.1 and 5.2 were repeatedly failed, not detected on bus and unable to recover. Customer were able to resolve the issue by powering down the pyxis and restarting it; however, in some cases it required anywhere from one to three restarts for drawer failures to be resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.